Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported feeling dizzy/lightheaded when getting up. Technical services assisted the caller with troubleshooting the issue. The device remains in use. No further patient complications have been reported as a result of this event.